Event description:
Two weeks prior to this report, the physician determined that the patient needed to have the catheter moved higher as the patient was having problems with his arms. The pump and catheter were replaced on the date of this report. No additional information or drug information was reported. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).